Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the reservoir was leaking. The customer stated that as she filled the reservoir, she found it leaking at the transfer guard and at the bottom, past both o-rings. Nothing further was reported.